Manufacturer narrative:
(B)(4). Date sent: 11/15/2022. D4: batch #513a80. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr60b reload was returned with an opened package, unfired with 3 double drivers missing and 3 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload inside of the package and could be seen some of the staple drivers were out of position and reload pan was noted to be partially dislodged. The second photo shows a blue reload and it can be seen the reload pan is partially dislodged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of e21120016, and no non-conformances were identified. Date of mfg.: dec.17.2021. Expiration date: dec.16.2026.

Event description:
It was reported that during the surgery, noted the cartridge damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.